Manufacturer narrative:
The device was received for evaluation. During functional testing, failed volume test was not reproduced. The device was sent for flow accuracy testing for swi 105-105 for 40ml/hr at vbti of 40 with the results of 42.142 a difference of 5.355% the event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate out of adjustment. The pressure plate requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed volume test during unspecified process step. There was no patient involvement. No additional information is available.